Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: as per the clinical details, hemolysis and suction were reported six hours after implant on (B)(6). The doctor made some adjustments to the pump, and suction alarms resolved after the p-level was reduced to p6. Total pump run time was around 13 hours. Data log shows the pump was initiated at p9, with a trending placement signal and some drops in flow and motor current. After about three hours, several suction alarms were reported while running at higher p-levels, and the pump was then turned to p6. Later, some improvement in flow trend was seen, followed by several "pump in aorta" alarms. The pump was explanted after another six hours of the case run. There was no conclusive evidence of pump performance issue or confirmed patient condition without relevant clinical details. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. Pump suction: the cause of the pump suction issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. Device in wrong position: the cause of the positioning issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. Product damage (cannula kink): the cause of the cannula kink issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. Clinical symptoms (hematuria): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient arrived to the hospital emergency department via emergency medical services in anterior st elevation myocardial infarction. The patient was brought to the cardiovascular laboratory, and an angiogram revealed a 100% occluded left anterior descending coronary artery (lad). The medical team was unable to full open the lad, and with thrombectomy passes the patient began to decompensate. The decision was then made to place an impella cp. The following day it was reported that the patient¿s laboratory samples were hemolyzed, and the patient was experiencing blood in their urine. Additionally, the placement signal was decoupled and there were suction alarms for the impella. A plan was made to perform echocardiography to verify placement of the impella, and the medical team repositioned the impella. However, the impella twisted towards the inferior posterior wall causing suction. The physician pulled back the pump 1 cm but was unable to torque the pump around into position. The p level was lowered to p6 which resolved alarms. It was noted that the pulsatility of the apex and septum was poor and that the lad remained clotted. The attending physician determined that the patient was not a candidate for further intervention. The family decided to withdraw care of the patient. The patient¿s care was withdrawn and the patient expired.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.